Event description:
Customer reportedly received results of 83 mg/dl and 201 mg/dl within 10 minutes on the aviva system. Customer reports low blood symptoms with these results. No adverse event reported. The customer did not provide the location where the discrepant results were obtained, or how long they have been occurring. Controls were run and in range. Requested return of suspect device and replacement was sent. Accu-chek aviva system: test strip lot number 300469, expiration date 5/31/08.

Manufacturer narrative:
The suspect product is the aviva test strip.